Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, missing end cap sticker and mo unexpected beeping alarm.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and none of the buttons were working. The customer stated she may have had her finger on a button for too long. Her blood glucose level was 124 mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.